Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a decrease in sensing and noise resulting in oversensing were noted on the right ventricular (rv) lead. The physician attempted to reprogram the device but was unsuccessful resulting in undersensing. The rv lead was explanted and replaced to resolve the event. Following explant, insulation damage was visually observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of insulation damage, oversensing and undersensing were not confirmed. As received, a complete lead was returned in one piece. The helix was in the extended position and was clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures. Visual inspection did not find any anomalies except for damages consistent with procedural damage.